Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2022. During the procedure, the wound was closed with the clip. After the clip was pushed out of the outer sheath, it was found that the tip of the clip was bent and fell off. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of clip assembly stuck into the bushing.

Manufacturer narrative:
Imdrf device code a15 captures the reportable investigation result of clip assembly stuck into the bushing. Investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. The device was returned without the over-sheath. Microscopic examination was performed, and it was found that the capsule bottom part was damaged. Additionally, the clip has both activations performed since the yoke is inside the capsule and the clip arms are in good conditions. No other problems with the device were noted. A photo of the device inside the original pouch was reviewed and no problems were observed. The reported event of clip premature deployment and sheath customer altered product can be confirmed; however, clip arm bent was not confirmed. It is possible that the evidence that match with a failure to release the clip from the catheter due to the clip assembly was highly stuck with the bushing. Subsequently, due to this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned. Additionally, it is most likely that the physician kept pulling back the clip and cause the control wire and clip detachment, causing a deployment problem. Regarding the damages found on the clip assembly, this is likely due to the entrapment against the bushing. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.